Manufacturer narrative:
Follow-up 1: investigation outcome. Hamilton medical ag received the logfiles of the device for analysis. Logfile review confirms frequent disconnection alarms accompanied by related alarms such as loss of peep, low minute volume, and maximum leak compensation. Based on alarm patterns , the most probable cause is a malfunction within the pneumatic control system (servo module), affecting pressure/flow delivery and triggering disconnection conditions. The issue is consistent with a defective servo module leading to unstable flow/pressure delivery and false or true disconnection detection. A servo module was sent to customer to address the reported issue. The manufacturer has not received any further information, nor have received any further complaints about this device. It is assumed that the problem has been solved after replacing the servo module. Hamilton medical ag considers this case closed.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: it was reported that the device alarmed with disconnection on patient side messages. No heath consequence or impact.